Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure, and bent cannula, or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod dash insulin management system ¿ user guide: model: 18320, 18296-eng-aw rev b 06/18. Changing your pod; chapter 3 / pages 48; warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result. Blood glucose readings: chapter 4 / page 56; warnings: blood glucose readings below 70 mg/dl may indicate hypoglycemia (low blood glucose). Blood glucose readings above 250 mg/dl may indicate hyperglycemia (high blood glucose). Follow your healthcare provider's suggestions for treatment.

Event description:
It was reported that the patient¿s blood glucose (bg) reached 280 mg/dl while wearing the pod between 24 and 36 hours on the arm. The pink slide did not move forward, indicating a needle mechanism failure. Father stated that the cannula also appeared bent. For treatment, changed the pod and gave a bolus.

Manufacturer narrative:
The received device had the cannula assembly deployed and the pink slide insert visible in the viewing window. Inspection of the fluid path found the exposed portion of the soft cannula bent. Although this damage was observed, it cannot be determined when or how this damage occurred. Inspection of the needle mechanism assembly found no evidence that would indicate a failure of the needle mechanism; a root cause could not be determined. No other defects or deficiencies were found that would result in a failure of the device to deliver insulin.